Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2019 between 13:30 and 14:00, a tachycardia alarm for a heart rate (hr) of 230 beats per minute (bpm) sounded for a few seconds for a baby in the isolation room and then stopped. The visual indication disappeared as well. The intellivue mp50 patient monitor was not connected to a central station. No death or patient injury or harm was reported.